Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The information for use (IFU) for this device states: potential complications: possible complications include, but are not limited to, the following: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that approximately 2 years post implant, it was observed via chest x-ray that 2 limbs of the filter were in the left mid zone of the lungs. No additional information has been obtained despite attempts.